Event description:
Technician reported to ps that he noticed in the kit that the tip of the shaft had snapped off. The instrument had been used in an a.c.d.f. On (B)(6) 2014. The surgeon and ps reports nothing unusual in the procedure. No delay or ae to patient. When or how the tip was snapped off is unknown. Additional information received on (B)(6) 2015: the broken tip was not in the patient. Ps stated tip would have broken off during washing after the operation.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
Device returned for evaluation. Visual examination of the returned cam tightener shaft revealed that the fracture was located at the tightener shaft¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the tightener shaft¿s distal tip underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A trend analysis was conducted. No emerging trends were found requiring further actions. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the cam tightener shaft¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the tightener shaft¿s distal tip underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.